Event description:
Patient experienced pain and loss of restriction which was later diagnosed as leakage. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.